Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon with a por (power on reset) condition. The patient was having problems with implantable neurostimulator (ins) and he tried to increase his stimulation was getting por error code. The next day, the patient reported no stimulation sensation. The patient got por yesterday and wanted to know if there was a way to clear the message and use his system without going to his doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# va01wb5, implanted: (B)(6) 2012, product type: lead. (B)(4).